Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient is implanted with two leads from the same lot. It was reported the patient suffered a fall approximately two months ago and has not received stimulation on the left side since then. Lead diagnostics showed impedances were low on the left side but still okay. The patient is receiving effective stimulation on the right side. Surgical intervention may be pending to address this issue.